Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's wife stating that the patient had passed away and no longer needs a replacement device. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.